Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. Additionally, it was reported that there was air coming out of the cartridge. The customer's blood glucose level was 401 mg/dl, which was addressed with a correction bolus via the insulin pump. The customer loaded a new cartridge successfully and received an accurate fill estimate.